Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a turp procedure, at some point a piece of ceramic broke. A post op x-ray was obtained to determine if the piece had flushed out or stayed in patient.